Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead exhibiting high pacing impedances with an unknown range. Due to the high impedances the physician elected to perform a revision procedure. During the revision the physician found the ra lead to have dislodged. Attempts were made to reposition the lead, however the helix did not appear to be working. The decision was made to explant and replace the lead. A new ra lead was successfully implanted.no adverse patient effects were reported.

Manufacturer narrative:
The ra lead (B)(4) was to be returned for being analyzed. Upon receipt this lead will undergo detailed analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these test found the helix mechanism test had failed and passed all other electrical merriment testing. Microscopic inspections of the lead body, electrode tip and terminal pin assembly found setscrew mark on the pin and drag marks on the terminal ring. In addition, dried blood was noted on the helix housing. Laboratory testing was unable to reproduce the reported clinical observation of lead dislodgment and detailed analysis could not confirm this through testing. No irregularities were noted on the tip section of lead that could contribute to dislodgment. In conclusion, as observed in the lab the extendable/retractable helix lead was susceptible to blood infiltration. Once this has occurred, extension/retraction of helix may no longer be smooth - irregularities such as sticky, hesitant, stop-and-go effect, jerky, spring-in, spring-out is likely to occur, or in some cases the mechanism could cease to function. The lead was archived at boston scientific.